Manufacturer narrative:
(B)(4). Batch # n5784x. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used? Was there any colon prep done before the procedure? Did the procedure start as laparoscopic, hand assisted with laparoscopic, hand assisted, or open? Does ¿convert¿ mean to manually suture? Was the transection taken in one or multiple firings? Please describe the formation of the staples. Were there any staple line issues identified on the proximal or distal portion of the staple line? What is the current patient status?

Event description:
It was reported that during a megacolon retinosigmoidectomy, there was an opening in the stapling line with significant contamination of the cavity, large amount of feces. A same like device was used to mitigate/ resolve problem during procedure. The opening of the staple line occurred during the procedure, due to the fact that device "did not total staple", so there was leakage of feces. The surgeon converted the surgery, doing a manual suture and despite the longer surgery time, the patient is well.